Event description:
A ventilator was returned to the MFR for routine preventative maintenance. There was no pt harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center a broken pin on the ac inlet connector was observed. The device's ac inlet connector was replaced to address the issue. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, the determine whether they are reportable under 21 cfr part 803 and the MFR's updated reporting procedures. This program is being undertaken to address FDA warning letter (B)(4).